Event description:
The customer contacted stryker to report that their device would not recognize newly installed defibrillation electrodes. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the returned electrode tray and verified the reported issue. Stryker determined that the cause of the reported issue was due corrupted data on the electrode tray eeprom. The customer was sent a replacement electrode tray and the returned tray was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not recognize newly installed defibrillation electrodes. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.